Event description:
Additional information indicates that this product was explanted and replaced. No further adverse patient effects have been reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a detailed analysis was performed. The device passed labeled longevity calculation. The device was unable to charge and deliver a full energy shock due to the low battery voltage at the end of life. Programmed the device to 5 joules and the device was able to charge and deliver a 5 joule shock. Pacing, sensing, and shocking functions were verified per bench top testing.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device has been scheduled for replacement. As of today, available information suggests this device remains in service without further complication. Should boston scientific receive additional information related to this clinical observation, this event will be reopened and updated. Further information has been received regarding this implantable cardioverter defibrillator (ICD). The last information from four years ago, reported that this device was going to be replaced. The patient was lost to follow up and has now began seeing a new physician at a new clinic. A health care provider from the new clinic called into boston scientific technical services (ts) stating this ICD has been at end of life (eol) for a year, the physician would like to view the patient's electrogram's (egm) but did not know if this was possible given the battery status. Boston scientific technical services (ts) discussed that the device should be replaced as soon as possible, but the egm's should still be available. The health care provider stated the patient has had some recent ventricular fibrillation (vf) events, but no adverse patient effects have been reported. The boston scientific field representative has not been made aware of this situation and does not know the current status of this device. No additional information or resolution is available at this time,this report will be updated if further information becomes available.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) emitted beeping tones. The patient believed the device battery did not last very long, as it had only been implanted for three years. A boston scientific crm technical services consultant discussed that the device was likely at elective replacement indicator (eri) battery status and recommended the patient contact his physician to have the device checked. It was later reported by a boston scientific crm representative that the device did declare eri and was scheduled to be replaced. The patient was concerned with replacement costs.